Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated battery cap contacts were damaged and battery compartment was cracked. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. Customer returned insulin pump for an alleged battery cap contact missing/damaged, blank display and cosmetic damage located at the battery compartment found on october 07, 2022. The insulin pump was received with a cracked battery tube threads and a cracked case behind the insulin pump near the battery tube compartment. Unable to confirm battery cap contact missing/damaged due to insulin pump received without the original battery cap. A test battery cap locks securely into place. The insulin pump powered up properly after battery installation. The insulin pump passed the displacement test, sleep current measurement, active current measurement and self test. The insulin pump was monitored for several days and no blank display noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. No alarms/alerts were noted. However, low battery alert was recorded and found in the formatted history file on: october 07, 202206:23:00.000. Insert battery alarm was recorded and found in the formatted history file on: october 07, 202216:05:04.000, october 07, 202216:15:00.000, october 07, 202216:22:22.000. Failed batt/battery failed alarm was recorded and found in the formatted history file on: october 07, 202216:16:05.000, october 07, 202216:20:27.000, october 07, 202216:20:54.000, october 07, 202216:21:03.000, october 07, 202216:21:10.000, october 07, 202216:21:48.000. Replace battery alert was recorded and found in the formatted history file on: october 07, 202215:54:00.000. Insulin pump error alarm was recorded and found in the formatted history file on: october 07, 202216:22:44.000. Power loss alarm was recorded and found in the formatted history file on: october 07, 202216:22:56.000, october 07, 202216:23:07.000. Upon checking on the power data/detail trace file, low battery alert, failed batt/battery failed alarm and replace battery alert were expected since the battery has low/no power. The customer may have used a low/depleted battery. Insulin pump error alarm and power loss alarm were expected since the insulin pump resets after the battery was removed on october 07, 202216:05:04.000, october 07, 202216:15:00.000 and october 07, 202216:22:22.000. The insulin pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the electrical board 1, electrical board 2, force sensor, motor and vibrator assembly noted. However, slight corrosion was found on the battery tube assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Cosmetic damage was confirmed at the battery compartment. Unable to confirm battery cap contact missing/damaged due to insulin pump received without the original battery cap. Battery cap contact missing/damaged was unknown. Blank display was not confirmed. However, during visual inspection, slight corrosion was found on the battery tube assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for the analysis.